Manufacturer narrative:
Additional information: patient information 5a & patient race. The stent dislodged in the bifurcation area of the proximal circ and om 1. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The target lesion was located in the 1st om and exhibited 80% stenosis prior to pre-dilation (in-stent restenosis of a drug eluting stent). The lesion was pre-dilated. During delivery of the resolute onyx stent that was planned for the 1st om, it dislodged from the balloon within a previously deployed stent in the proximal circumflex. The stent got caught on the guideliner and had to be prematurely deployed in the proximal lcx. No patient injury reported.

Manufacturer narrative:
Additional information: the target lesion had moderate calcium and tortuosity. No difficulties were noted when removing the protective sheath. The device was inspected before use, post-sheath removal, with no issues noted. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device passed through both a previously deployed stent and cell of a stent. Resistance was noted when advancing the device to the lesions and moderate force was then used. If information is provided in the future, a supplemental report will be issued.